Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the programmer was unable to power on. It was noted that the programmers started up correctly. It was observed that the finger touch option was active and the autonomous cursor movement was observed intermittently. An electromagnetic interference (emi) repair was performed to resolved the screen issue. Additionally, it was noted that the bullets assembly was missing/broken. All defective parts were replaced. The touchscreen and the stylus were calibrated as a preventive measure. The programmer then passed all the final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer was unable to power on. The programmer was returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.